Event description:
Transducer malfunctioning on several pts with pulmonary artery catheters both during insertion and after. Readings either unreliable or nonexistant, occasionally waveform (pa) would disappear from screen completely when pt moved arm that had transducer attached to it. If transducer tubing moved, waveform reappeared. In some cases, a new transducer was used and then functioning.